Event description:
This report summarizes 327 malfunction events in which the device had paint chips missing. 327 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 327 previously reported events are included in this follow-up record. Product return status: 101 devices were received. 226 devices were evaluated in the field.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 328 previously reported events are included in this follow-up record. Product return status 102 devices were received. 226 devices were evaluated in the field.

Event description:
This report summarizes 328 malfunction events in which the device had paint chips missing. - 328 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 327 events were reported for this quarter. Product return status: 67 devices were received. 209 devices were evaluated in the field. 51 device investigation types have not yet been determined. Event confirmation status: 276 reported events were confirmed. Evaluation results: 276 devices were found to be affected by missing paint chips. Additional information: 327 devices were not labeled for single-use. 327 devices were not reprocessed or reused.

Event description:
This report summarizes 327 malfunction events in which the device had paint chips missing. 324 events had no patient involvement; no patient impact. 3 events had patient involvement; no patient impact.